Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed as a connection was found to be possible. The evaluation found that the device displayed the image of the optical test tube, and the image was abnormal when the flat interface was connected to the up board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the connector on the visera video system center were broken preventing a connection prior to a diagnostic hysteroscopy. The patient was not under anesthesia at the time of the event. There was no delay and the procedure was completed using the subject device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device evaluation, the customer¿s allegation (connector damage) was not confirmed. However, the evaluation confirmed a failure to the video cable connectors. Based on the legal manufactures investigation, it's likely the loss of image / abnormal image was due the video cable connector failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.